Manufacturer narrative:
(B)(6). Date of report: 06aug2019. The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Root cause: the da pcba was return for analysis. The data acquisition (da) pcba was tested and no failures were identified. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported a loud metallic sound was heard from around the inhaling port. During periodic maintenance, the manufacturer¿s international service technician found that the airflow pressure was out of the test specifications. There was no patient involvement.